Event description:
The following has been reported by customer: error 104 (system error). It appeared on an agilia sp pca at a customer's premises. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.